Manufacturer narrative:
Results of trouble-shooting suggest a corrupt patient database. Computer was, therefore, replaced. No further issues have occurred during use of the system after computer replacement. (B)(4) 2015 - a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Return requested. Replacement computer shipped to site (B)(4) 2015. No parts have been received by manufacturer for analysis. (B)(4) 2015 - a medtronic representative, following-up at the site, reported replacing the computer was completed, all system tests went well. A subsequent procedure done on this day completed without issue. (B)(4) 2015 - a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. (B)(4).

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. The computer was returned to the manufacturer for analysis. The patient database was verified to have been corrupted as suggested on the initial 3500a. The computer would not show demo exams loaded from disk when tested. However, the computer hardware was found to be fully functional with no problem found.

Event description:
A medtronic representative reported that, while in a cranial procedure, after taking an interoperative scan and sending it to the navigation system, the system unexpectedly exited to the logo screen. After re-booting the cranial software, the medtronic representative entered the patient screen and found no patients listed. Trouble-shooting did not resolve the issue, at this time. The surgeon opted to close, based on the interoperative scan previously taken, and completed the procedure. There was no delay in the surgery. There was no impact on patient outcome.